Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer checked the infusion set and cartridge for blockages and changed out both the insulin set and cartridge after resuming insulin.